Event description:
On (B)(6) 2011, dr (B)(6) had bent the .035x55cm guide wire. He had to move the guide wire back and lost the arteriotomy. He had to do a surgical cut down. They were concerned about the length of the guide wire and their opinion is that the wire is short. Pt bled out quite a bit due to a short guide wire issue. The surgeon tried to insert the sheath in a large pt. The short guide wire was in and he advanced the sheath part way. It turned out the guide wire became bent. He had to pull both the sheath and guide wire out leading to a lot of bleeding. The surgeon ended up having to do a cut down on the leg to find the insertion hole to place the sheath. Pt's death was not attributed to our product.